Event description:
It was reported to olympus, that the evis exera lll gastrointestinal videoscope had two kinks in the hose. The issue was found during reprocessing. Inspection and testing of the returned device found that the air/water tube was clogged with foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the connecting tube had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation and with the obtained information, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It is unknown whether there was deviation from instructions for use (IFU) in reprocessing steps for the area where the foreign material remained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.